Event description:
This system was removed due to inappropriate shocks and because the patient wanted to move to an MRI compatible system.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. Multiple signs of wear along the lead body were noted. In particular 35 cm distal to the is 1 connector pin the lead body was found squeezed and deformed. The coating of the conductor cables was damaged in this area and blood penetrated the lead's lumen. These findings can be considered to be the root cause of noise which led to shock delivery as mentioned in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the visual inspection showed deformations of the shock coil which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.